Event description:
Report received of an over-delivery. The customer contact indicated that the event was the result of an operator error in programming the device. The pump was programmed at an unspecified time in the dose calculation mode in line a, to deliver dobutamine 1gm/250ml, at a dose of 2mcg/kg/min, with a calculated rate of 1.9ml/hr. The pump was programmed concurrence in the dose calculation mode on line b, to deliver heparin 25,000u/250ml, at a dose of 1000u/hr, with a calculated rate of 10ml/hr. The infusions were stopped for an unspecified lab draw at an unspecified time. Upon restarting the infusions, the nurse inadvertently reprogrammed the dobutamine on line a of the pump to infuse at a rate of 10ml/hr, instead of the intended 1.9ml/hr. The customer reported that the programming error was discovered at approx 7:30am, when the nurses "double-checked" the pump settings at shift change. The pump was reprogrammed to the correct settings, and no medical interventions were required. The pt was reportedly discharged in 2003. Though requested, no further info was available.